Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
After an ortho case, the surgeon reported a healing issue at the patient surgical site related to the use of the plasmablade device. No other case details or interventions were provided.